Event description:
Included but not limited to... Lap band system device defect (leaking), adhesion and scar tissue pain, erosion and migration of lap band, irritable bowel syndrome, more surgeries, unexpected medical bills, gastrointestinal tract complications, vomiting, nausea, diarrhea, cold sweats, uncomfortable in own body, constipation, breathing problems, diaphragm pain, chest pain, back pain, quality of life diminishing (bed bound), cannot put pressure on stomach, cannot lay on stomach, cannot bend down or 'scrunch" stomach, cannot build muscle in stomach for weight loss, surgeon is nowhere to be found and facility will not support complications from surgery.